Event description:
On (B)(6) 2015, a 31mm epic mitral valve was implanted. The patient was followed at another hospital post-surgery. On (B)(6) 2018, the patient's condition deteriorated and severe mr was noted. The patient was transferred to this hospital for further treatment. An echocardiography revealed one of the leaflets was prolapsed downward. The other two leaflets remained normal. On (B)(6) 2018, the valve was explanted and replaced with a 25mm omnicarbon valve. Per the user, the echo findings indicated svd (leaflet tear) had occurred. The patient had no evidence of endocarditis. The patient is reported to be stable and recovering.

Manufacturer narrative:
Events of ¿a prolapsed leaflet¿ and leakage were reported. Gross morphological and histopathological examination revealed a tear at the free edge of cup 3. Fibrous pannus ingrowth was observed on the outflow surface of cusps 1 and 2. No inflammation or significant calcifications were observed in the cusps. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown, however, torn cusps and pannus are consistent with high gradients.

Event description:
On (B)(6) 2015, a 31mm epic mitral valve was implanted. The patient was followed at another hospital post-surgery. On (B)(6) 2018, the patient's condition deteriorated and severe mr was noted. The patient was transferred to this hospital for further treatment. An echocardiography revealed one of the leaflets was prolapsed downward. The other two leaflets remained normal. On (B)(6) 2018, the valve was explanted and replaced with an unknown valve. Per the user, the echo findings indicated svd (leaflet tear) had occurred. The patient had no evidence of endocarditis. The status of the patient remains unknown.

Manufacturer narrative:
Events of ¿a prolapsed leaflet¿ and leakage were reported. Gross morphological and histopathological examination revealed a tear at the free edge of cup 3. Fibrous pannus ingrowth was observed on the outflow surface of cusps 1 and 2. No inflammation or significant calcifications were observed in the cusps. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown, however, torn cusps and pannus are consistent with high gradients.

Event description:
On (B)(6) 2015, a 31mm epic mitral valve was implanted. The patient was followed at another hospital post-surgery. On (B)(6) 2018, the patient's condition deteriorated and severe mr was noted. The patient was transferred to this hospital for further treatment. An echocardiography revealed one of the leaflets was prolapsed downward. The other two leaflets remained normal. On (B)(6) 2018, the valve was explanted and replaced with a 25mm omnicarbon valve. Per the user, the echo findings indicated svd (leaflet tear) had occurred. The patient had no evidence of endocarditis. The patient is reported to be stable and recovering.